Event description:
While performing regional anesthesia, the md encountered resistance withdrawing the catheter. Upon withdrawal, it was noted that aprox 4 1/2 cm of the catheter tip had sheared off and remains in the pt's epidural space.